Event description:
It was reported that the surgeon inserted a 21.0 diopter cq2015 three piece collamer lens and the trailing haptic was torn. The reporter believes the incident was caused by the sharp mouth of the injector. There was no pt injury reported. Another lens was implanted.